Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in delivery of several inappropriate shocks, however tachycardia therapy was not exhausted as a result. The root cause of the noise was not determined. An invasive procedure was performed. The pace/sense portion of the lead was surgically abandoned and a new rv pace/sense lead was implanted. This product remains implanted and in service. No additional adverse patient effects were reported.